Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, r-wave undersensing was observed. Programming changes were recommended, and the patient was stable.